Event description:
Country of complaint: (B)(6). Complaint description: bad / faulty fixation on suture needle reported.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: the needle is packaged back to front, which has resulted in 3 separate injuries to date. Customer reported that every suture used so far is faulty. The surgeons are used to having the needles present the same way each time. The health professionals have developed a method of removing the needle from the sachet, therefore resulting in an automatic gesture. Analysis: the needle has presented upside down so when the needle is loaded into the needle holder, it is also upside down. The surgeon has been distracted or simply forgets to change the direction of the needle. There are no previous complaints of this code batch. OEM manufactured and distributed (B)(4). There are no units in stock. No further patient information and/or surgery delay information was provided at the time of this report.